Event description:
It was reported that when using the bd pyxis¿ medstation¿ es mmgaerdpx1 had broken drawer. Drawer unable to open. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 16-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was broken. A field service engineer (fse) found that drawer 1 in the matrix had a broken link, replaced the link, and verified that the drawer tested successfully. The system was then tested using the hardware test application and the dispensing application, and both operated properly. The system functioned as intended after the field service engineer repaired the device.